Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer's representative reported that two weeks after a consumer was implanted with their implantable neurostimulator and at .7 volts, contacts 0-9 are normal but contacts 10-15 were showing > 10,000 ohms. The manufacturer's representative ran impedances on the day of the implant and six days after the patient was implanted and all impedances were normal at the time. There was no fall thought to be associated with this issue nor was it related to positional movement. The consumer was noted to be using group a with two programs. Impedances were measured after the manufacturer's representative changed options and contacts 0-9 were within normal range but 10-15 were >40,000 ohms. It was also confirmed that the consumer was not feeling stimulation on the left side but their right side was fine. It was determined that they could program around the issue and it was noted that the manufacturer's representative would work with the voltage to fine tune the programming. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.